Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported her daughter's insulin pump was not working. The mother had tried several new batteries and the problem persists. It was found the customer's insulin pump had a frozen display. No additional information provided.